Event description:
Doctor that the unknown 3i abutment screw fractured. Doctor tried to remove the fractured screw from the implant but unsuccessfully. Consequently, he had to removed the implant.

Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large signs of wear and damage at the top portion, and the external hex is destroyed. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.